Event description:
Follow-up report #2 is to provide FDA with new information and/or changed information.

Manufacturer narrative:
Richard wolf medical instruments corporation (rwmic) considers this case closed. In the event that rwmic receives additional information a follow up report will be submitted to the FDA.

Event description:
User facility returned the device to rwmic on february 21, 2019, and the evaluation was completed by manufacturer on april 09, 2018. The device appeared to be slightly used- both footswitch pedals were blocked and did not go back to the end position. The reported condition was verified using visual, functional and electrical testing. It was determined that the material of the covers on the pedals has shrunk. As a result these covers now sit very tightly and prevent the pedals to move completely to the starting position. The footswitches are recognized as being actuated because a small residual voltage is still displayed - an error message is triggered.

Manufacturer narrative:
Follow-up report #1 is to provide FDA with new and changed information. Device labeling was reviewed for patient code and device codes, see below: patient code: not applicable, no patient problem was reported. Device code: IFU was reviewed. Important! Run through the checks before and after each use. Do not use products which are damaged, incomplete or have loose parts. Return damaged products together with any loose parts for repair. Do not attempt to do any repairs yourself check the device and accessories for damage, loose or missing parts, hygienic conditions and completeness. 4.2.1 function check of foot switch z connect the foot switch and the motorized handle to the unit. 'Make sure that the markings on the plug and on the socket are aligned. Foot switch mode in 3--pedal mode: z direction of rotation of the rotary blade 'direction of rotation "cw" (clockwise): actuate the right pedal (10.3): "clockwise rotation (cw)" is displayed on the touch screen. 'Direction of rotation "counter--clockwise (ccw)": actuate the left pedal (10.4): "counter--clockwise rotation" appears on the touch screen. 'Direction of rotation "oscillation": actuate both pedals (10.3 and 10.4) simultaneously. "Oscillation" is displayed on the touch screen. Foot switch module in 2--pedal mode: z direction of rotation of the rotary blade 'direction of rotation "clockwise (cw) ": actuate the right pedal (10.3): "clockwise (cw) rotation" is displayed on the touch screen. 'Direction of rotation "counter--clockwise (ccw) ": not applicable! 'Direction of rotation "oscillation": actuate the left pedal (10.4): "oscillation" is displayed on the touch screen. 5.5 error messages: foot switch actuated / defective! Please check or remove the foot switch. Foot switch was actuated when connected foot switch defective (e.g. Short circuit) in case of defective foot switch. ' release actuated button, ' replace the foot switch, ' foot switch remains connected and is de--activated with "confirm input."

Manufacturer narrative:
Additional attempts will be made to collect device information from the manufacturer. (B)(4) considers this matter open. Follow-up reports will be submitted as required.

Event description:
On (B)(6) 2019, the user facility reported the following to (B)(4): "plugged in footswitch in, received error message from control unit." Will the device be returned? Yes. Was the device being used during a procedure when the issue occurred? Yes. Specifically, was the device being used on a patient when the issue occurred? No. Was there any injury or illness to patient or other personnel due to issue? No. Did the issue cause a delay in the procedure being performed that put the patient at risk? Unknown. Was there a similar back-up device available for use? No. Was the scheduled procedure completed? Yes. How was the patient anesthetized? General. During customer follow up, the sales agent provided the following information: during a procedure, but prior to the device being used on the patient, the footswitch (serial #(B)(4)) was plugged in and an error message appeared from the control unit. The sales agent confirmed there was no delay in the procedure, but the staff had to debulk the tumor by hand instead of with the shaver. After the procedure, but on the same day, the sales agent tested the facility's second footswitch (serial number (B)(4)) and they received the same error message.